Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty inserting the lead in the atrial port of the pulse generator. The lead was inserted and secured into the device connector. The patient was fine post-procedure.